Event description:
I have an abdominal hernia repair surgery with a mesh implant in (B)(6) 2012. The mesh became infected and protruded out of my stomach. I then had a second surgery to have the mesh removed and repair the hernia.